Manufacturer narrative:
Fowler, gas spring trip. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by the customer that the fowler has malfunctioned. There was patient involvement; however, no adverse consequences were reported.